Manufacturer narrative:
An event regarding disassociation involving a restoration modular impactor was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of the returned device showed minor damages consistent with normal use. The strike plate was not returned. No significant damage was noted on the threads. No further analysis can be made as the reported broken component was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: a visual inspection of the device indicated the strike plate was broken. No further analysis can be made as the reported broken component was not returned. The event was confirmed but a root cause could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Proximal body impactor broke. The metal piece fell off when hit repeatedly. It happened several times. The strike plate on top.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Proximal body impactor broke.